Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that they had low blood glucose level. The customer¿s blood glucose level was down to 50 mg/dl. The customer reported that the auto mode and manual mode were not working. The customer reported that she never had blood glucose level in range of 120 mg/dl to 150 mg/dl before and she was mostly in the range of 280 mg/dl to 300 mg/dl however the blood glucose level went excursion down to 50 mg/dl while she was driving. The insulin pump will not be returned for analysis.